Event description:
Information was received indicating that it was observed that this ambulatory infusion pump gave error code 10037. It was also reported that the pump was missing door. It was reported that the event occurred during bench testing. There was no patient involvement.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis. The reported event was verified, as the device was returned missing the battery cover and error code 10037 was displayed upon power up. Further investigation of the pump and determined that an intermittent motor is the cause of the issue. The motor will be replaced in order to resolve the issue.